Manufacturer narrative:
Final analysis found a partial connector portion of the lead measuring 5.8 cm returned for analysis. All damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiorespiratory arrest. No further information is available at this time.

Manufacturer narrative:
Correction: this supplemental report is to correct the patient codes. The additional code of (B)(4) - cardiopulmonary arrest should have been included in the original report.